Event description:
It was reported resistance was met when advancing the 8.0x40mm absolute pro self expanding stent system (ses) through the introducer sheath. When the ses was placed at the target lesion, it was noted the stent was not within the radiopaque markers and it had partially deployed. The stent was then fully deployed and the ses removed without issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation and the reported difficult to advance were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that during advancement interaction with the introducer resulted in the reported difficult to advance. Interaction with the torturous and calcified anatomy and/or manipulation of the device resulted in the noted wrinkled sheath resulting in the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploy the stent; thus resulting in the reported premature activation. The noted bunched stabilizer and the noted partially ajar handle likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.